Manufacturer narrative:
The reported condition of failure 810:04(air sensor base line too high) was confirmed due to an out of calibration ail pcb (air in line printed circuit board). The ail pcb was re-calibrated to correct the reported condition. (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because display issue was not resolved with troubleshooting.

Event description:
The facility representative reported a colleague infusion pump with "failure 810:04(air sensor base line too high)". This problem was identified during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Manufacturer narrative:
A service history review indicates that the device has not been previously serviced for the reported condition of failure code 810:04. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).